Manufacturer narrative:
The elecsys hcg stat reagent lot number is 82107501 and the expiration date is 31-jan-2026. A field service engineer (fse) identified a leak in the prewash unit. The issue was rectified and calibration and qc were performed and passing. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of questionable elecsys hcg stat results from the cobas e 402 analytical unit. Sample ID (B)(6), initial result was 266 iu/l, and the repeat result was 1.0 iu/l with a data flag. Sample ID (B)(6), initial result was 227 iu/l, and the repeat result was 408 iu/l. The high results were deemed to be incorrect.